Event description:
The physician successfully implanted an integrity rapid exchange (rx) coronary stent during the index procedure. It was reported that the patient had acute diffuse inflammatory poly arthritis immediately after stent implantation. The patient has since been taken off plavix. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (allergic reaction), (root cause of event is undetermined due to the limited information available). Conclusions: (root cause of event is undetermined due to the limited information available).